Event description:
Port placed four years ago for chemo therapy. Entirety of port and catheter were removed this year. However, the catheter was noted to have a slit defect in the catheter 5 cm from the port.